Event description:
Revision of knee components due to a broken patella.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.